Event description:
Reportedly, during a vaginal hysterectomy procedure, the suture broke while suturing the wound. The suture broke again post-operatively and was re-sutured without complication. No injury was reported. No additional information was available.